Event description:
The (B)(6) complaint handling unit reported that the instrument malfunctioned and does not cut. The surgeon placed 6 cables in a single loop. In 5 of the 6 he struggled to cut the cable completely. A few strands of the fibers remained uncut and these had to cut by hand with the cutter. The rep was in the surgery and is sure that the surgeon closed the handle completely. The fixation was solid but obviously the performance of the instrument was not. The instrument was tested in house, using a ferrule, but there was no tension and they could not even damage the cable. The instrument was replaced with one from the loaner set which was a new instrument from stock. Looking at the two instruments it is obvious that the piston in the new instrument is much more visible than in the old one.

Manufacturer narrative:
Additional narrative: device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.